Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device and found an increased intra-peritoneal volume (iipv) during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / use error due to inappropriate bypass of the initial drain. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 937ml, indicating the home patient (hp) drained 937ml more than their programmed fill volume of 1500ml. This meets iipv criteria. Product surveillance contacted the nurse on 02/28/2011. According to the nurse, the patient was seen in the clinic since this even and did not report any issues. Additionally, the patient did not report any symptoms of overfill. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.